Event description:
The customer reported intermittently the system will not display a live image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended. This MDR is related to ge healthcare (B) (4).